Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error regarding the reported event. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised due to dislocation.